Event description:
It was reported defective guide-wire or 4.5f introducer, stuck upon insertion and attempt to withdrawal. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, applicable manufacturing records, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged microintroducer is confirmed but the exact cause remains unknown. One photo sample of a microintroducer was provided for evaluation. The photo shows the distal end of the dilator and grey sheath. Blood residue is visible on the dilator tip. The grey sheath tip appears to be bunched inwards and deformed. The microintroducer shaft appears to have a slight curvature. Based on the description of the reported event, possible contributing factors include insertion technique. Since the damage was observed on the microintroducer, the complaint is confirmed but the exact cause could not be determined from image provided. The product IFU states, "advance the small sheath and dilator together as a unit over the guidewire, using a slight rotational motion. If necessary, a small incision may be made adjacent to the guidewire to facilitate insertion of the sheath and dilator." H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of rees3172 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported defective guide-wire or 4.5f introducer, stuck upon insertion and attempt to withdrawal. No other information was provided.